Event description:
Customer reported unexpected positive reactions (2+ to 3+) at immediate spin with gammaclone anti-d (monoclonal blend), when testing a previously typed rh negative pt. Weak d testing resulted in negative reactions. Previous testing was performed with ortho anti-d. Repeat testing performed with ortho anti-d, resulted in negative reactions. Customer states the issue occurred only with this pt.

Manufacturer narrative:
The customer did not return product or sample for investigation. Explained to the customer that a sample related issue could not be ruled out, including the crawford phenotype. Part of the specific performance characteristics in the package insert states: "certain rare blood cells that appear to be d-negative with other anti-d reagents will react unexpectedly with this reagent. Red blood cells of the crawford phenotype are agglutinated at the immediate-spin phase and are usually nonreactive at the weak d phase."